Event description:
It was reported that this left ventricular (lv) lead had pacing impedance measurements that were greater than 2000 ohms, which was high out of range. Technical services (ts) analyzed impedance trend data and stated that this was a gradual rise in impedance values. No adverse patient effects were reported. Currently, this lead remains in service.